Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins had a power on reset (por) message during a revision surgery and the caller couldn¿t communicate with the ins using the communicator and handset, so they used the clinician programmer to enter the implant serial number. When the caller tried to use the handset and communicator to connect to the device they could only find a serial number with (B)(4). The caller noted they had properly exited the clinician programmer¿s previous session. The caller stated that even when trying to connect to the (B)(4) serial number the device could not be found, and they would cycle back to finding the implant. The caller powered down the communicator and back on again with the same result. All of a sudden they were able to find the implant with the appropriate serial number and the issue was resolved. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.